Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently would not display a usable fluoroscopic live image. There is no report of pt injury or death.